Event description:
It was reported that the patient presented to the hospital experiencing asystole. The right atrial lead had dislodged and exhibited loss of capture. The lead was explanted and replaced without complications. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).